Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: 2015-06-10 explanted: product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
It was reported that when the patient went into water, the stimulation got stronger. The patient stated that it was working "pretty good" and he was pleased with it; it has given him his life back. The patient had his stitches removed 3 days prior to the report and was told he could go into the swimming pool. Two days after the stitch removal, he went into the pool up to his neck and stated that his stimulation got markedly stronger, and was firing off a lot more than normal. It felt like it was set really high (way too high) and he was not feeling it in his chest but in his hip and leg where it should be.&#55316;his also occurred in the shower when the stream hit him in the chest his stimulation again got stronger. However, when he turned around this did not occur. The patient had not had the adaptivstim feature turned on, and it was unknown why this issue occurred. The patient was advised to turn stimulation down before getting into the pool or shower to see if that helps. Follow up with the patient indicated that the issue had not resolved, but he had an upcoming appointment with his physician and a company representative on (B)(6) 2015. The patient stated he turned it down prior to going into the pool or shower. If additional information is obtained, a follow up report will be sent.